Manufacturer narrative:
At the time of submitting the emdr, abbott medical optics (amo) has not been informed of a secondary procedure. (B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that the doctor had a myopic patient whereby a tecnis toric lens was implanted. It was stated that the lens rotated about 10 degrees counterclockwise off axis. It was stated that the doctor intended for 107 and the patient is at 97. The doctor aimed for -075 and is a tennis player. The patient has mild posterior capsular opacification. The doctor stated that she wanted to wait and make sure that there is no rotation. Additional information provided by the doctor indicated that one day post operatively, the patient was fine. At one month on (B)(6) 2014, it was stated that the lens in the patient's eye had rotated. In addition, it was stated that the patient's date of birth is (B)(6), the patient's axial length (al) is 24.98 and anterior chamber depth (acd) 3.29. It was stated that the patient is considering a secondary procedure-rotation. (B)(4). No further information was provided.

Manufacturer narrative:
The manufacturing record review was performed whereby the device history record verification indicated that there were no non-conformances. There were no associated nonconformity material reports. The sterilization batch was released with no non-conformances. There were no environmental related non-conformances. The manufacturing record review indicated that the product met manufacturing release criteria. All pertinent information available to abbott medical optics has been submitted. Placeholder.